Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass, on the second firing not all of the staples formed bs, some were sticking out of the staple lines. The device fired properly during the first firing. The cut line was fine. All firing after the event worked properly. Suture was used to over sew the area in question on the staple line. There was no adverse consequence to the patient reported. One device will be returned. (B)(6).